Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken power supply cover; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a broken power cord cover was confirmed during product evaluation. The cause of the damage to the rear housing could not be determined. The rear housing was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).